Event description:
It was reported that the patient could not turn their device back on after an x-ray. It was stated the patient turned their device off for the x-ray, then "they could press the off key and it works however, nothing else, they just get the poor communication screen." Troubleshooting was suggested, but no outcome was reported. Additional information has been requested, and a supplemental report will be sent if new information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v128376, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).